Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred and that the pump reset unexpectedly. Following this, it was found that pump time was incorrect, cause was unknown. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was 105-441 mg/dl.